Event description:
Reporter indicated that interrogation could not be completed. It was reported that the site attempted to remove and reinsert the flashcard but the event did not resolve. Attempts to gather add'l info have been unsuccessful to date.